Manufacturer narrative:
Explanted date - device was not explanted. Phone number- requested, not provided. Occupation-requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device as used. The patient presented five days post-procedure with cfa bleed needing surgical intervention and open vascular repair. Arterial duplex ultrasound.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "av fistula or pseudoaneurysm - if suspected, the condition may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed." ''Note:- if seeping of blood occurs after placing the angio-seal device or after removing the tamper tube, application of digital pressure(one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses." The complaint can be confirmed for bleeding - post deployment as per allegation. Based on the available information, it is unclear whether the device contributed to the cause of reported pseudoaneurysm. The exact cause of the issue remains unknown. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.